Event description:
It was reported that during inspection of the cs100 intra-aortic balloon pump (iabp) the customer found that the iabp displayed a battery maintenance alarm. The customer restarted the device and charged it, but it still could not be turned on and used after disconnecting the ac power. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) after checking the unit found that, device self-check showed that the battery needed maintenance and the battery was faulty. After replacing the battery, the device's various functional parameters were normal and delivered for clinical use.

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
It was reported that during inspection of the cs100 intra-aortic balloon pump (iabp) the customer found that the iabp displayed a battery maintenance alarm. The customer restarted the device and charged it, but it still could not be turned on and used after disconnecting the ac power. There was no injury caused.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.